Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. PMA / 510(k) #: there is no 510(k) given for this device. Result: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder has reoccurring events of excessive blood in the flash chamber. No report of injury or medical intervention. No report of blood exposure to mucous membrane.